Event description:
While the device was being serviced at the philips repair bench for a different issue, the philips bench technician observed pushed in battery pca pins. There was no patient involvement.